Manufacturer narrative:
It was reported that further adjustments were needed as device was showing post paced t-wave over-sensing again. Programming changes were made. The device remains implanted. The patient condition was stable.

Event description:
It was reported that further adjustments were needed as device was showing post paced t-wave over-sensing again. Programming changes were made. The device remains implanted. The patient condition was stable.